Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence for unknown reasons. A surgical procedure was performed to remove and replace the device. No further patient complications were reported.